Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and two three-way stopcocks was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 47 and 80 cm proximal from the catheter tip. No fault messages appeared on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 39.25 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. No other visible damage or inconsistency to the catheter body, balloon, or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the indicated continuous cardiac output (cco) value was lower than the expected value during use. Also, the indicated blood temperature (bt) value was unstable and fluctuated around 34 degrees c. Both the expected and indicated values could not be obtained. The monitor and the cable were replaced but the problem was not solved. The catheter was not exchanged. The patient was not treated based on the incorrect value. There was no occlusion, leakage or kink noted in the catheter. The value was not affected by the patient condition. It is unknown if an error message was observed. There were no patient complications reported. The patient sex was male; however, other patient demographic information was requested but unavailable.

Manufacturer narrative:
Reference CAPA-20-00141.